Event description:
It was reported to boston scientific corporation that a sensation standard oval snare was used during a polypectomy procedure within the colon on (B)(6), 2009 (age (B)(6)). According to the complainant, during the procedure, the snare was unable to conduct an electrical charge, and was therefore unable to cauterize the polyp. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. Also, the device was used after the product expiration date of 08/31/2008. The complaint event occurred on (B)(6) 2009, approximately 1 year after expiration date of the unit in question. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed and no anomaly was found. (B)(4).